Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that prior to the placement of dialysis catheter , the device allegedly had a labeling problem. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported incorrect product length in the unit label based on the photo review. The definitive root cause has been identified as inadequate procedure and not following existing procedures during the label development process. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022), g3 . H10: as the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a procedure, the device allegedly had a labeling problem. There was no patient contact.